Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported obstruction occurred in the cassette causing it to stop aspirating during a surgery. The product was replaced and the surgery was completed with no report of a patient harm. Additional information has been received from the company representative who stated the type of procedure was a vitrectomy surgery. The problem occurred on the right eye of the patient. The current condition of the patient is recovered.

Manufacturer narrative:
As the customer did not retain the finished goods lot number. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).